Manufacturer narrative:
The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. The customer evaluated the device with assistance from a philips remote service engineer(se). The se walked through with the customer pulling the event logs to review the issue. There were no error codes present. The customer¿s bio-med ran the device through performance verification testing, and the device passed all required testing. Following the call, the device was placed back into service. Based on the information provided, the alleged malfunction was not confirmed

Manufacturer narrative:
Report date: 16aug2021. There was no patient involvement.

Event description:
It was reported to philips that the device did not deliver oxygen. The device was not in clinical use at the time of the event. There was no report of patient or user harm.